Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer found the caliber of the bd luer-lok¿ tip syringe to be larger than previously purchased. The syringe purchased this time has a large diameter, resulting in leakage during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
One photo received for investigation. The defect of leakage is not observed in the photo provided. Additionally, 10 pieces of retention samples were tested for stopper placement, defects of molding for barrel and plunger rod, leakage, and dimensional evaluation of components. The defect was not presented and the functional tests performed showed satisfactory results. Therefore, the claim is not confirmed. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. In addition, the stopper is inspected on admission, within the inspection plan features are evaluated visually such as incomplete stopper, stopper with cut, damaged, etc., material was approved for use. It is also important to mention that the molded plunger and barrel is monitored by the manufacture where it is evaluated with characteristics such as burrs in the body, burned, deformities, contamination, incomplete, and bubbles. A root cause could not be determined since the defect is not confirmed, therefore no corrective actions at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The lot was manufactured in line 6 in 2 days with 4 shifts with a total of 30 hours during which the production is monitored through the frequency rit0225ctis01-04 rev.17, where they evaluated characteristics in the assembly stage such as: syringe assembles correctly (visual method vs drawing), syringe without damage (visual method), syringe without missing components (visual method vs drawing) and syringe without contamination in liquid passage or external (method according to it-02-25-CT-is -06); 40 pieces are taken per hour, completing a total sample size of 1,200 pieces with an acceptance limit of 0 and rejection of 1. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests in addition, the receipt is inspected, the material is inspected on admission with a sample size according to the iso2859-1 level ii inspection tables and an aql of 0.65%, within the inspection plan features are evaluated visually such as : incomplete plugs, plugs with cut, damaged, etc., said material was approved and approved for use. It is also important to mention that the molded piston is monitored by the manufacture through the frequency control rit0225ctis05-02 rev.07 where it is evaluated with a shot characteristics such as: burrs in the body, burned, deformities, contamination, incomplete, bubbles being all the process according. It is also important to mention that the molded cylinder is monitored by the manufacture through the frequency control rit0225ctis05-01 rev.07 where it is evaluated with a shot characteristics such as: burns in the body, burned, deformities, contamination, incomplete, bubbles being all the process according. In the amef of the hypodermic syringe assembly process, map machines are considered defective with regard to crashed and damaged cylinders, where the category of risk assessment is "widely accepted" for the controls in process established for its manufacture of the photographs sent by the client, the defective that the appointment referring to leakage is not observed, regarding the defect that reports differences in size, it is worth mentioning that the comparison that the client makes is because the products were manufactured in different plant, ie cylinder right side with packaging on the left side in photographs are manufactured in the plant in canaan USA, the left side cylinder with right side gasket is manufactured in the cuautitlán plant in mexico. In addition, the tests performed on 10 pieces of retention samples showed that the defect was not presented and the functional tests performed showed satisfactory results. Therefore, the claim is not confirmed.

Event description:
It was reported that the consumer found the caliber of the bd luer-lok¿ tip syringe to be larger than previously purchased. The syringe purchased this time has a large diameter, resulting in leakage during use. No reports of serious injury or medical intervention noted.